Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Patient received a right primary attune tka to treat end-stage tricompartmental djd. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat a failed tibial tray and patellar button. Upon entering the joint, significant scar tissue was debrided. The tibial tray had migrated and loosened at an unknown interface. The surgeon noted there was significant medial tibial bone erosion causing collapse of the tray. The surgeon did not note a patella failure when it was revised. The femoral component was well-fixed but revised to accommodate the revision construct. There was no reported product problem with the revised tibial insert. The patient received an attune revision construct utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2018; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.